Event description:
Reflective sterile spheres failed to track during a procedure. Another set of sterile spheres were used to complete the procedure. This issue was communicated by (B)(4). Spheres were no returned as the device was used in a procedure and considered a biohazard. Decontamination of sphere would render investigation impossible. Contract MFR is still evaluating DHR based on lot number for any qual issues. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.